Manufacturer narrative:
To date, the device involved is the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that the distributor found a foreign material inside the sterilized package.